Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If the instrument is returned for evaluation, a follow-up MDR will be submitted.

Event description:
It was reported that during a da vinci s hysterectomy procedure, while the surgeon was using the monopolar curved scissor (mcs) instrument, the tip broke off and fell into the patient. The instrument fragment was immediately retrieved. The mcs was replaced with another instrument of the same type and the planned surgical procedure was completed with no patient harm, adverse outcome or injury reported.